Event description:
The customer reported her blood glucose reached "high" (>27.8 mmo/l) (>500 mg/dl) less than 24 hours after the pod was activated and ketones were small (0.2). She gave a bolus of insulin (exact dosage was not provided) but was not able to lower her bg. She visited the doctor for further advice on insulin therapy. She did not provide any further information regarding her visit or her treatment.

Manufacturer narrative:
The product was not returned for evaluated. We are unable to determine if any product defect or deficiency could have contributed to reported hyperglycemia or doctor visited. Qualification records were reviewed an the product lot met all acceptance criteria.